Event description:
It is reported by synthes (B)(4) as follows: on (B)(6) 2012 the probe for compartmental pressure monitoring system did not function on the first use. The device was used for a second time and was noted that the cable connection on the end of the device was not sealed properly. This is 1 of 1 reported for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of device history records has been requested.

Manufacturer narrative:
This device used for diagnosis and not treatment. A review of synthes device history records for lot us-27-1853 revealed the probe for compartmental pressure monitoring was manufactured by mipm (B)(4). Po (B)(4), dated (B)(4) 2012, for 1 part was inspected to the synthes incoming final inspection sheet. The product conformed to all requirements. The certificate of compliance was dated (B)(4) 2012. One part was released to the warehouse on (B)(4) 2012. No non conformances were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.